Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4). Results - results pending completion of evaluation. Conclusions - conclusion not yet available-evaluation in progress.

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass, during prime, the plastic incasement of the heat exchanger was cracked. It leaked and they switched it out. No patient involvement. Product was changed out. Procedure was completed successfully.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on september 12, 2017. (B)(4). All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted. (B)(4). The returned sample was visually inspected and crack on the l-tube of one of the water ports was found. The damage on the returned unit was confirmed. Retention sample from same product/lot number was visually inspected, no anomalies were noted. It is likely that the damage happened sometime post-manufacturing of the device. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.